Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose was 500 plus mg/dl. Customer stated she was sick and her blood glucose was high and went into diabetes ketoacidosis. Customer stated was not wearing the insulin pump at the time of hospitalization. Customer stated was not wearing the insulin pump for couple of months prior to hospitalization due to health care provided advised her to see another health care provider where she was moving. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.